Event description:
Wang, 2025, comparative efficacy and safety of endovascular intervention versus conservative therapy in budd-chiari syndrome: a retrospective cohort study. Anatomical features and intraprocedural hemodynamics guided intervention selection: balloon angioplasty served as first line for segmental hv or inferior vena cava (ivc) stenoses/ short occlusions, while stents addressed elastic recoil, >30% residual stenosis post-dilation, or occlusions > 3 cm. Combined hv/ivc cases employed stepwise dominant site- first recanalization. Procedures were performed by board-certified interventional radiologists with = 10 years of experience in hepatic and venous interventions. All operators had completed at least 50 bcs-related procedures prior to the study period. Interventional technique was determined based on lesion morphology and functional assessment. Primary balloon angioplasty was preferred for stenotic segments < 30 mm without elastic recoil. Stent placement was chosen for elastic recoil > 30%, lesion length > 30 mm, or residual pressure gradient. Under fluoroscopic guidance with conscious sedation, trans-jugular/transfemoral access was site-selected. Following venographic localization, high-pressure balloons (8¿16 mm) achieved dilation, with self-expanding nitinol stents (e.g., zilver; cook medical, bloomington, in, USA) deployed when indicated. Institutional protocols aligned with apasl "[2]" or easl guidance "[3]", which defined procedural success as flow restoration with < 30% residual stenosis and no acute complications. Off-label use: used in vena cava and hepatic vein stenting procedure. Restenosis/occlusion occurred in 8.5% of cases during follow-up. 7 in the hv and 2 in the ivc. Average age 48 gender: 69 male/39 female.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.